Event description:
It was reported that patient faced an event where the was pump was placed or worn 14 inches (35.5 cm) below the location of the infusion set. On (B)(6) 2026 and had high blood glucose managed with insulin via injection.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia. Name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state: california, zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.